Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped to prevent future problems. Prior to the procedure, the patient experienced shortness of breath. During the procedure, the patient crashed twice. The patient may have suffered a mild stroke, but there was no evidence to confirm this information. The patient was taken off the respirator, but continued experiencing stroke-like symptoms.